Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose close to 500mg/dl. The mother stated that the customer was sick and was not eating or drinking. The caller mentioned that the doctor raised the basal rates and the customer was feeling better. No further information was provided.